Event description:
As the table was extended 20-30 cm in the head side direction, the radiographer moved the table to the limit of the leg position while holding the rail in left hand. Then radiographer caught left third finger between the tabletop and the rail, and broke finger. There was no equipment malfunction.